Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cells were found defective as a result of mishandling as it was verified by the physical damage of the bottom enclosure of the platform. The reported complaint of a damaged head restraint wire was confirmed during a visual inspection of the returned autopulse platform. The top cover needs to be replaced to address the issue. The probable root cause for the reported complaint could be due to normal wear and tear or could be due to user mishandling. The autopulse platform is a reusable device and was manufactured in march 2011 and is more than 9 years old, well beyond the expected service life of 5 years. In addition, the visual inspection found damaged bottom enclosure as a result of user mishandling, unrelated to the reported complaint. The bottom enclosure was replaced to address the issue. Also, further evaluation of the platform revealed a broken lcd connector likely due to the mishandling, unrelated to the reported complaint. The lcd was replaced to address the damage. During functional testing, user advisory (ua) 07 error message displayed upon power on the device, thus confirming the reported complaint. Review of the archive data indicated error message user advisory (ua) 07 on the customer reported event date. Additionally, the archive showed multiple occurrences of fault code 34 (encoder failure) error messages around the reported event date, unrelated to the reported complaint. The encoder gearbox was replaced to address the fault code 34 error message. The load characterization check was performed and verified that both of the load cells are out of specification. The load cells were replaced to address the user advisory (ua) 07 error. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 30 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(6).

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Also, one of the head restraint wires worn out. No patient involvement.